Manufacturer narrative:
One bi-directional, curve d-d, tacticath sensor enabled contact force ablation catheter was received for evaluation. Investigation revealed optical fiber 1 was fractured within the deflectable shaft proximal to the pull ring, consistent with the detected optical signal issue and the reported issue. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fractured optical fiber remains unknown. UDI information (d4) and 510k (g3) are not provided within this report as this product (model a-tcse-dd) is an ous configuration not available in the us and is therefore not referenced in the gudid database.

Event description:
This report is to advise of a fracture noted during analysis.